Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. The broken pieces were retrieved from the patient.

Manufacturer narrative:
Alleged failure: the part around the electrode part was broken off during use. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause of the issue could be excessive force applied by the user, combined with poor or inadequate suction during use. The unit may have come into contact with another hard object or device during surgery, or while inserting or removing the probe in an obstructed passageway, which could lead to insulation damage. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during the procedure. The broken pieces were retrieved from the patient.